Manufacturer narrative:
Date of event and date of explant are estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s drg system was explanted in (B)(6) 2024. The reason for the explant is unknown. Exact date of explant is unknown.